Event description:
It was reported that the patient experienced unspecified issues with an ambicro penile prosthesis (app). The app was explanted and a new 15cm inflatable penile prosthesis (ipp) was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the ambicor was explanted prior to the new ipp implant and the patient did not have any device implanted at time of revision.

Event description:
It was reported that the patient experienced unspecified issues with an ambicor penile prosthesis (app). The app was explanted and a new 15cm inflatable penile prosthesis (ipp) was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.